Event description:
Hosp advised that the pump was infusing d5 1/2 ns with 40 meq kcl and 4 mg sulfate at 110ml/hr and normal saline at kvo on two channels into a pt. Pumps alarmed and displayed system error. Pumps needed to be replaced. There was no pt consequence.